Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st (device 1). Per op notes, "an infraumbilical incision was made, a ventralex st mesh (device 1) was placed to the fascia using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 2). Per op notes, "the mesh (device 1) had been pulled away from the fascia. A ventralex mesh (device 2) was secured to the existing mesh as well as the fascia using prolene sutures." (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with partial removal of mesh (device 1 and 2), lysis of adhesions and small bowel resection. Per op notes, "an incision was made in the supraumbilical region and the old scar excised. Removed a portion of the mesh (device 1 and 2)."